Manufacturer narrative:
The autopulse platform was returned to zoll on 02/20/2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During routine check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 21 (position change does not coincide with motor direction) error message during initial power up. No patient involvement.

Event description:
During routine check, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message during initial power up. No patient involvement.

Manufacturer narrative:
The reported complaint of system error, out of service, revert to manual CPR error message was confirmed. The fault was found to be due to the defective processor board. Upon replacement of the processor board, the platform was re-evaluated through functional testing and the platform passed all testing criteria. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).